Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,lot# (B)(4) , implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 01-feb-2023, UDI#: (B)(4). If in formation is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the system was explanted due to an active infection.